Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 70-216 mg/dl. Customer "went to diabetes nurse at clinic who provided assistance to consume lemonade and glucose" to address the bg level. A pump log review was performed, and it was identified that the pump performed as intended.